Event description:
It was reported, the patient is no longer receiving low back stimulation. A sjm representative was unable to resolve the issue with reprogramming as the patient began experiencing painful stimulation at his scs ipg pocket site. It was also reported lead diagnostics identified invalid impedance values for the scs lead. Additionally, x-rays showed a possible scs lead fracture. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.